Manufacturer narrative:
The device was returned to zoll medical for evaluation. The customer's report was attributed to corrupted software on the monitor board. The monitor board was replaced to resolve the report. It could not be firmly established how the software became corrupted. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.